Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that a foreign matter was found inside the sterile package. A 182cm choice¿ pt guide wire was selected for use to cross a lesion. However, during unpacking of the device, a dead ant was found inside the packaging. The device was never used inside the patient. No patient complications were reported.